Event description:
It was reported that the user experienced hyperglycemia with a meter reading of 401 mg/dl and received an alert 38 motor stall on the ilet pump; the user noted hand and arm tightening and had administered a subcutaneous dose of fast-acting insulin via pen prior to contacting support. Symptoms included elevated blood glucose with associated discomfort in the extremities. Outcomes included continued insulin therapy after device troubleshooting and a full supply change, with the user instructed to disconnect for two hours before reconnecting and to monitor for glucose decline; no hospitalization occurred. Investigation included guided troubleshooting, device restart, tubing disconnection, rewind, and a dry run, which did not reproduce the alert, followed by a complete supply change and resumption of insulin delivery. Investigation of this case revealed an intermittent motor stall alert without recurrence during the dry run, consistent with a transient delivery interruption; infusion set and connector lot details were recorded. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to non-reproducibility after supply change and restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.